Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
(B)(6). Received via medwatch (mw5075164): event description per mw report: tibial loosening total knee, revised. Additional information has been requested. File will be updated when information is received. All med watch submissions related to this report are: 9610612-2018-00157.

Event description:
Components in use listed as concomitant devices are: nh637d / plc-delta ceramics insert 36mm sz.50-54. Nc273t / metha ¿cap 12/14 130°/0° size 3. Ae-qas-compet-imp / collect.no.qas implants from competitors. Ae-qas-compet-imp / collect.no.qas implants from competitors.

Manufacturer narrative:
Cocnomitant medical products: nh637d / plc-delta ceramics insert 36mm sz.50-54. Nc273t / metha ¿cap 12/14 130°/0° size 3. Ae-qas-compet-imp / collect.no.qas implants from competitors. Ae-qas-compet-imp / collect.no.qas implants from competitors.

Manufacturer narrative:
Investigation: an investigation could not be performed due to lack of components. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No similar complaints have been filed with products from this batch. Conclusion and root cause: based on the information available and as a result of our investigation, a product related failure can be excluded. The failure is most probably user related. As the surgeon stated, it is possible that due to a misalignment of the stem and the metal shell respectively, it came to an impingement between stem and ceramic insert which resulted in the chipping of the ceramic insert. No CAPA is necessary.